Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, at the first firing, when the doctor pressed the green button and tried to fire, the device was not able to be fired. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, at the first firing, when the doctor pressed the green button and tried to fire, the device was not able to be fired. The surgeon was unable to squeeze the handle. The procedure was completed with another device. There was no patient injury.